Event description:
It was reported that this inflatable penile prosthesis had a slow leak, suspected to have potentially been caused by a needle this resulted in fluid loss and lack of inflation. The device was explanted and replaced. No patient complications were reported.